Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 46-year-old female patient who had essure (batch no. C49140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst on (B)(6) 2019 , d & c on (B)(6) 2016, uterine fibroids on (B)(6) 2016, malignant neoplasm of vulva, unspecified in 2015, anxiety in 2014, depression in 2014, depressed mood in 2014, premenstrual syndrome in 2014, deep vein thrombosis in 2014, dysmenorrhea in 2012, type ii diabetes mellitus in 2005, uterine bleeding, ultrasound scan abnormal, post coital bleeding, hyperthyroidism and insulin resistance. On an unspecified date, essure confirmation test showed bilateral occlusion. Previously administered products included for an unreported indication: heparin (porcine) in 2015. Concurrent conditions included parakeratosis since (B)(6) 2019, scarring since (B)(6) 2019, leiomyoma nos since (B)(6) 2019, squamous cell carcinoma of the vulva since 2015, vulvectomy since 2015, dysplasia since 2015, cyst since 2015, fibroid uterine enlarged and follicular cyst of ovary. Concomitant products included ibuprofen (motrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full) and novasure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain and genital abnormal bleeding. One coil visualization through the endometrium. There are apparent essure coils embedded within each fallopian tube which each extend to the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record :embedded device batch no : c49140, production date : 2014-04-09, expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 46-year-old female patient who had essure (batch no. C49140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst on (B)(6) 2019, d & c on (B)(6) 2016, uterine fibroids on (B)(6) 2016, malignant neoplasm of vulva, unspecified in 2015, anxiety in 2014, depression in 2014, depressed mood in 2014, premenstrual syndrome in 2014, deep vein thrombosis in 2014, dysmenorrhea in 2012, type ii diabetes mellitus in 2005, uterine bleeding, ultrasound scan abnormal, post coital bleeding, hyperthyroidism and insulin resistance. On an unspecified date, essure confirmation test showed bilateral occlusion. Previously administered products included for an unreported indication: heparin (porcine) in 2015. Concurrent conditions included parakeratosis since (B)(6) 2019, scarring since (B)(6) 2019, leiomyoma since (B)(6) 2019, squamous cell carcinoma of the vulva since 2015, vulvectomy since 2015, dysplasia since 2015, cyst since 2015, enlargement uterine and follicular cyst of ovary. Concomitant products included ibuprofen (motrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full) and novasure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain and genital abnormal bleeding. One coil visualization through the endometrium. There are apparent essure coils embedded within each fallopian tube which each extend to the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and mr received. Lot number, new event - "there are apparent essure coils embedded within each fallopian tube which each extend to the uterus", new reporters, medical history, historical drugs, concomitant drugs and conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unspecified date, essure confirmation test showed bilateral occlusion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain and genital abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet and medical records were received. Event injury was updated to following events: pelvic pain, abdominal pain and gen abnormal bleeding. Outcome resolved was added for bleeding event. Essure removal details added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.